Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. Pe¿s visual examination of the device revealed a crease on the anterior view. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: at this point it is not possible to determine the root cause of the crease. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the crease occurred sometime subsequent to the removal of the device from its protective packaging. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the crease was the root cause of the capsular contracture. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Some breast ptosis is a normal component of the mature breast. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: no corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Conclusion statement: the patient¿s right breast prosthesis was shipped out to mentor since a capsular contracture and pain conditions were observed. Implant is a baker grade IV. Pe¿s visual examination of the device revealed a crease on the anterior view. No other anomalies were found. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing or that the crease was the root cause of the capsular contracture. According to the information provided, pe concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: capsular contracture, ptosis mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-000234120

Event description:
It was reported that a 37-year old african american female patient underwent primary breast augmentation with two 400cc mentor memorygel breast implants and suffered right breast capsular contracture (baker grade IV) and bilateral breast ptosis, post-operatively. As a result, the patient underwent right breast implant removal and replacement with a 450cc mentor memorygel breast implant (catalog: 3504504bc lot: 6852785 sn: (B)(4) on (B)(6) 2018. On the left breast, the excess inferior tissue was excised and the implant was removed and re-implanted. This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number ip-(B)(4).